Event description:
In 2009 at 1600; a respiratory therapist was rounding and performing pt's ventilator checks when the ventilator failed. The pt was immediately removed without harm. Respirations via ambu bag were initiated and a replacement ventilator was obtained. Sao2 remained > 92% on 100% fio2. Mechanical ventilations were restarted on replacement ventilator. Dates of use: 2009. Diagnosis or reason for use: pneumonia.